Event description:
The manufacturer received information alleging a ventilator would not power on due to water ingress. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The device was returned to the customer unrepaired due to insect infestation.